Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer encountered an issue with it¿s stylus. The stylus was replaced, and the issue was resolved until the programmer received an error message, the user then used an alternative stylus to overcome the error and get to the calibration screen. The user then reverted to the original stylus and is now working correctly. The device remains in use. There was no patient involvement.